Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(6) clinical trial, participant (B)(6). It was reported that a hispanic female patient underwent a breast reconstruction with a 610cc mentor memoryshape breast implant and experienced impaired healing on the on the left side post-operatively, which was confirmed required surgical intervention. As a result, the patient underwent explantation and replacement with a 510cc mentor memoryshape breast implant on (B)(6) 2021.

Manufacturer narrative:
On december 7, 2022, mentor became aware the patient experienced wrinkling post operatively. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).